Event description:
The following information was provided: it was reported the patient had a revision due to disassociation and trunnion wear. Accolade stem and metal head were replaced with restoration modular system. Update (B)(6) 2026: left side. Ltha revision.